Manufacturer narrative:
The zebd-7-7 device of lot number c1752569 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is not sufficient evidence that the user did not follow the IFU. The japanese insert which accompanies this device states "remove this product from the package and inspect with particular attention to bends, kinks and breaks." A definitive root cause could not be concluded from the available information. However, a possible root cause could be attributed to the stent being kinked as it was being loaded onto the wire guide. Complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent kinked when the user straightened the pigtail before contacting with a wire guide. Another stent was used instead to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Sales rep's comment: (B)(4) were reported from the same hospital. I think the kink occurs because the curl of the pigtail is too strong. I believe the same problem is occurring at other hospitals, so I request device improvement. For all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact - observation prior to patient contact what was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In a shelf in fluoroscopy room. No problem with humidity and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Unknown. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? No. Was the wire guide inspected for damage prior to use? No. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. N/a. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No.